Event description:
Possible overdelivery reported. The pump was in homecare use to infuse subcutaneous morphine 50mg/ml, bolus dose of 20mg with a continuous delivery rate of 35mg/h. The homecare nurses reported that "the medication containers seemed to be emptying sooner than expected." No specific information as to the amount of medication in question or the time frame involved was available. They also reported that "the home situation was being monitored due to suspected/possible theft of medication due to a family member with a history of drug abuse." The patient did not experience any adverse effects, though was described as being "a little more comfortable than maybe she should have been." No additional information was available.